Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device was used. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): bf-p290 operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Bf-p290 operation manual:chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope ceramic tip burnt. There were no reports of patient harm.